Event description:
It was reported that a fracture was suspected on both the right atrial (ra) lead and the right ventricular (rv) lead. The physician decided to surgically abandon and replace both leads. No additional adverse patient effects were reported.